Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of swilling was noted. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned. No further information could be obtained despite good faith efforts.